Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. A fuse was blown which caused the issue with the image. The battery issues could not be confirmed. Device was repaired and returned to the customer. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor with gvl 3 blade, the monitor displayed "video 1 no signal" and indicated a battery charging issue. No back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.